Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and moderately calcified forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 8atm and 10atm accordingly within 1 minute each. However, at second inflation, it was noted that the balloon ruptured at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient was good post procedure.